Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D9: device availability unknown / not provided.

Event description:
It was reported a fracture in the neck of an implant at tooth site 45 with an attached prosthesis on 46-47 which also involves removing and re-manufacturing the prosthesis.